Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, one of the wires broke during capture on the intact wand. A second wand was used and the issue recurred. The wires remained attached to the wand and no fragments were left in the patient.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, one of the wires broke during capture on the intact wand. A second wand was used and the issue recurred. The wires remained attached to the wand and no fragments were left in the patient.

Manufacturer narrative:
Product event: (B)(4). Receipt of complaint information triggered formal investigation (B)(4) which is currently in process.

Event description:
During a breast oncology case, one of the wires broke during capture on the intact wand. A second wand was used and the issue recurred. The wires remained attached to the wand and no fragments were left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.